Manufacturer narrative:
(B)(4) - firing knob. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hemicolectomy procedure, during the fourth firing, the device was very hard to fire and jammed halfway. The surgeon pushed with additional force and the knob broke off. The surgeon did fire across staple lines. The surgeon did not wait 15 seconds before firing the device. There was a significant amount of tissue in the jaw. Surgeon fired on colon with the cartridge set to yellow. The surgeon was told that not waiting 15 seconds could increase the force to fire. Device is returned to make sure no other issues are present with the device. No patient consequences reported. Procedure was completed with same like device.